Event description:
Trailblazer catheter broke inside of pt. Procedure aborted in cath lab and pt taken to surgery to have catheter tip removed. Catheter (both pieces) sent to company for eval. Md noted that femoral artery very calcified. Diagnosis or reason for use: artherosclerotic peripheral vascular disease.